Event description:
Additional information received reported that the patient was to have a magnetic resonance image done and guides were requested. It was noted that the therapy programmed around an electrode with impedance issues. It was stated that the patient was receiving effective therapy and had no complaints about the device at the date of this report.

Event description:
It was reported that the "impedances were bad with one of the leads, despite placing it several times." It was noted that "they reprogrammed around it and it was fine." It was noted that the implantable neurostimulator (ins) was placed in the subcutaneous pocket. The compatibility guidelines for an MRI were reviewed. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3093-28, lot# v653973, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Manufacturer narrative:
(B)(4).